Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported thrombosis is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during a first obtuse marginal (1om) artery stenting procedure in a thrombosed vessel, during balloon inflation to deploy the xience v stent, thrombus was pushed into a side branch, resulting in an occlusion. After stent placement, the side branch was ballooned open. A xience v stent was also placed in the proximal circumflex (pcx) without issue. One day post procedure, the asymptomatic patient experienced a non-clinically significant rise in the troponin level. Reportedly, it was felt to be due to the procedure and was not diagnosed as a myocardial infarction. On (B)(6) 2008, the patient was discharged. There was no additional information provided.